Manufacturer narrative:
MDR 3003442380-2024-03081 - device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced 10 infusion set cannula bent on (B)(6) 2024. Event occurred within 3 hours after insertion. The insertion site was at thigh. The blood glucose level was between 322 mg/dl. Customer switched to non-tandem insulin pump and resumed insulin delivery. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.